Manufacturer narrative:
Omit : c20 no findings available. Additional information : imdrf annex a, b, c, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the pump module was infusing vasopressin (3ml/hr) for twenty (20) minutes on a post operative patient when it had a channel error and stopped infusing. The patient was hemodynamically stable, and another channel was used to continue to the infusion. There was patient involvement however no patient harm.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : no devices received, log review only.

Event description:
It was reported that the pump module was infusing vasopressin (3ml/hr) for twenty (20) minutes on a post operative patient when it had a channel error and stopped infusing. The patient was hemodynamically stable, and another channel was used to continue to the infusion. There was patient involvement however no patient harm.